Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that all keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 03/12/ 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: keypad is unresponsive. Testing confirmed no response to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Observed damage to the keypad-the keypad is torn above the 'up' arrow button, exposing the button contact. Removed keypad cover to check condition of the button contacts. Contamination/corrosion was present under the contacts of all buttons. Unable to obtain an audible alarm reading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(6).